Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.

Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Incorrect joint behavior. Fall! The joint unlocked while walking, causing the user to fall! The user visit the bg doctor on (B)(6) 2021! The user fell on the left. Incorrect joint behavior: sporadically no stance phase resistance at all two broken ribs on the left side, bruise on the left chest area - outpatient treatment: the user has been x-rayed and is currently taking painkillers.